Event description:
There was an allegation of questionable iron gen.2 results from the cobas c 503 analytical unit analyzer. The initial result was 28.60 mg/dl, and the repeat result was 49.80 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.